Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive around objective lens was peeled since due to an impact such as bumping the distal end. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the adhesive around objective lens was peeled. Additionally, adhesive on the bending section cover (a-rubber) had a chip. Adhesive of the bending section was chipped or peeling off or falls off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced that there was peeling of tip curved part. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the adhesive around objective lens was peeled. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.